Manufacturer narrative:
It was reported to intuvie that during an electric test, the analyzer gave an excessing voltage warning. A review of the device¿s serial number history revealed no similar complaints. The reported failure mode was confirmed, and the probable cause was determined to be a component failure, and the power filter was replaced. Reference to complaint#: (B)(4).

Event description:
It was reported to intuvie that during an electric test, the analyzer gave an excessing voltage warning. No patient involvement was reported.